Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.